Event description:
Boston scientific received information that during an implant procedure, this patient¿s right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms when connected to a newly implanted device. Boston scientific technical services (ts) provided troubleshooting options. At this time, our records indicate that the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was reported that attempts to program the implantable cardioverter defibrillator (ICD) around the out of range measurements were unsuccessful. No connection issues were noted and the terminal pins did not encounter any resistance when they were inserted into the header. The physician stated that the proximal coil of the rv lead was most likely damaged during the procedure. A second procedure was performed the next day and this rv lead was capped and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.